Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Five (5) pictures were received and wrinkles were observed in the cuff. One (1) sample was received in used condition, with certificate of decontamination and without original packaging inside a ziploc bag. During the visual inspection, wrinkles were observed in the cuff. A review of the manufacturing process was conducted by quality engineer in order to verify that there are any situations or practices that could create the event as described in description of non-conformance section. All procedures are being carried appropriate. All the inspections and verifications were performed by the production personnel and verified by the quality inspectors. The root cause of the reported issue could not be determined, possibly user interface. As a preventive action production personnel was notified by quality engineer as awareness of the defect reported by the customer. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was checked after coming back from sterilization and the customer stated that the cuff looked deformed or damaged. No patient injury reported.